Event description:
It was reported that the user filled the cannula before inserting the infusion set, and technical support provided education on the correct fill cannula process, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting and restoration of therapy without alarms. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user technique error related to infusion set handling, with no device or component malfunction identified. It was concluded that the cause was user error and use-related factors.